Event description:
On (B)(6) 2015 the reporter contacted lifescan (B)(4) alleging that the patient's onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter, a pharmacist, was unsure when the alleged issue began. The pharmacist stated that a patient alleged that the subject meter was reading inaccurately high compared to another meter. The pharmacist did not have any specific readings available. It is unknown how the patient manages their diabetes. The pharmacist stated that the patient may have changed their medication based on the inaccurate readings, but they were unable to provide any further information. The pharmacist denied that the patient developed any symptoms. The pharmacist did not report any other medical treatment. The cca was unable to troubleshoot as the pharmacist did not have the testing supplies available. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop any symptoms and did not report any medical treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.